Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the catheter leaked. Kink in the cannula was noticed (near the port) after insertion and blood dripped from that area when did the incident occur? During use it was reported that the kink in the cannula was noticed (near the port) after insertion and blood dripped from that area, it was deemed unsuitable to deliver contrast via injection pump. Cannula was redone. I have checked with all staff present, cannula wasn't pulled or any variation in technique from the staff member. 5/5/2026 additional information: was there any patient impact. The patient needed to be re-canulated. Unnecessary procedure due to product failure. Was additional medical intervention/medication required? If yes, please explain ¿ none.